Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 4 for (B)(4). It was reported by healthcare professional in china that during an anterior cruciate ligament reconstruction with meniscal repair procedure on (B)(6) 2023, it was observed that the plate on the truespan meniscal repair system peek 24 degree was detached upon opening its package; and therefore, was not used. Changed to another truespan meniscal repair system peek 24 degree device to continue the procedure but the same problem happened again. Changed to a truespan meniscal repair system peek 12 degree device but the sleeve was loose; and then the rigidloop adjustable cortical implant, standard device was broken off upon tightening. Another like devices were used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.